Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis of the device is in process; results will be forwarded when available. Performance data collected from the device indicates the battery voltage measured as part of the daily measurements was 2.92v and the value measured via telemetry was 2.07v.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: evaluation summary: analysis found the battery had higher than expected internal resistance which caused incorrect rtt (real time telemetry) battery voltage measurements. Performance data collected from the device indicates the battery voltage measured as part of the daily measurements was 2.92v and the value measured via telemetry was 2.07v.

Event description:
It was reported that the device was interrogated and found to have battery voltage of 2.57 v. Battery voltage was then remeasured and was 2.1 v. The device was explanted and replaced. No patient complications have been reported as a result of this event.